Event description:
(B)(4).

Manufacturer narrative:
This report is being field under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). When reviewing similar reportable events, we found one complaint with similar fault description (marisa castor fall off from the device), which was found to be caused by use and maintenance error. (B)(4). The marisa device was found not to be up to specification and was not used for pt transfer when the problem was detected. It did not contribute to an adverse event. From our evaluation it appears a use and maintenance error might be suggested to have caused the complaint: a failure to check the castors. The need for this check is clearly stated in the instructions for use (kgx00650.us issue 4 dated october 2002): "caregiver obligations" are referring to: daily: "warning: ensure that the castors are firmly secured to the chassis' and 'check that all external fittings are secure and that all screws and nuts are tight." Weekly: check the adjustable width chassis function and "carry out a general visual inspection of all external parts, and test all functions for correct operation, to ensure that no damage has occurred during use". Moreover according to the IFU: "the expected operational life of the arjo lift is 10 (ten) years from the date of manufacture, providing that the following conditions are adhered to: the unit is regularly cared for and serviced in accordance with recommended, published "operating and product care instructions" and the "preventive maintenance schedule". The equipment was not under arjohuntleigh service contract. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use and maintenance error as the received information and our evaluation as described above are showing that if the instructions for use safety warnings are followed there will be no pt or caregiver risk. The incident was decided to be reported in abundance of caution.